Event description:
Boston scientific received information that this right atrial (ra) lead exhibited varied sensing and loss of capture (loc) post open heart surgery. A chest x-ray showed that the lead had dislodged. Programming changes were made and the physician will continue to monitor. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.